Manufacturer narrative:
Product analysis: the closurefast catheter was received loosely within a white safepak biohazard pouch and within a clear biohazard plastic bag. The catheter was examined: a dent was observed in the coil /heating element. The coil appeared to have dark marks which might indicate a burnt or melt to coil region. Visual inspection under magnification revealed that the fep was melted in the coil region and the coil was observed to be exposed. The connector pins are straight.

Event description:
The physician was attempting to use a closurefast catheter during treatment of the great saphenous vein (gsv). The device lumen was flushed prior to use. The IFU was followed before, during and after the procedure. Tumescent infiltration, hand compression and local anaesthesia were utilized. It was reported that during the procedure after one cycle the error message "impedance error replace device" showed up on the rfg screen. The cf7-7-60 catheter was removed and replaced it with another cf7-7-60. The procedure was completed without issue. No patient injury reported.